Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04190. It was reported, the stimulation was not providing pain relief for the pt. In addition, the lead and the ipg were irritating the pt and he was unable to sleep on his back. The pt felt he would be better with a removal of the scs system. The physician explanted the scs system as requested.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.